Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The patient could not write right or hold a cup of coffee and was also walking differently. The patient was currently taking levodopa. A warning screen appeared when trying to recharge. They were charging during the call at one point they had all eight boxes, which dropped to zero, and then to two. The patient had an appointment with their hcp scheduled for some time in december. The patient usually charges their ins three to three and a half hours, sometimes two and a half hours. Later on the call, the patient stated they charge just about every other night for thirty minutes to an hour, whatever they can spare. Also, today, the patient noticed more info on their patient programmer on the screen, which they found unusual. The patient was unable to confirm what they were seeing on the screen. The patient synced with the patient programmer to the ins and reported seeing the following: ins off, ins battery ok (almost full), group a, and amplitudes set at 3.20 (left) and 2,40 (right). The patient said they might have pressed the wrong button on the patient programmer to turn it off. A poor communication screen appeared when turning the ins back on, which was resolved on the next attempt when they confirmed ins was back on. Immediately after turning the ins on, the patient felt a jolt that stung, and their speech was affected. This was temporary and now they felt great and they did not have to take as much levadopa because they felt better. No further complications were reported as a result of this event.